Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9294597. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-21. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd ultra-fine¿ ii syringe 0.5ml experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 320468, batch no: 9294597. Consumer reported found 1 syringe with removed needle shield it was difficult and needle assembly went off with it. Date of event (B)(6) 2020. Consumer reported found 2 syringes with removed needle shield it was difficult and needle assembly went off with it. Date of event unknown.

Event description:
It was reported that 3 bd ultra-fine¿ ii syringe 0.5ml experienced hub separation from the device during use. The following information was provided by the initial reporter: material no:320468 batch no: 9294597, unknown. Consumer reported found 1 syringe with removed needle shield it was difficult and needle assembly went off with it. Date of event (B)(6) 2020 consumer reported found 2 syringes with removed needle shield it was difficult and needle assembly went off with it. Date of event unknown

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 0.5ml bd insulin syringe. Consumer reported found 1 syringe with removed needle shield it was difficult and needle assembly went off with it. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch was opened for raised caps and shields. The camera was out of adjustment. The camera was not kicking off the adjusted cap tamper shields. Corrective action: the camera was adjusted. CAPA#1630423 was initiated. H3 other text : see h.10